Event description:
It was reported that the patient presented in clinic for a routine follow up. Upon interrogation, 3 episodes of vf due to noise were observed. The noise was present on the v sense channel and resulted in pacing inhibition. Patient is pacemaker dependent. Programming changes were performed. Plans are being made for the lead to be capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.